Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine 3 mg/ml at 1.5 mg/day and fentanyl 600 mcg/ml at 304 mcg/day via an implanted pump for non-malignant pain. It was reported the patient had a motor stall last night ((B)(6) 2020) and recovery. The reporter denied electromagnetic interference (emi) interaction or an MRI. Patient symptoms were not reported, and the rep was redirected to follow-up with the hcp. The pump was received for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing.analysis identified damage to the pump connector. (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s weight at the time of the event was 235 pounds. The patient had heard the critical alarm every 10 minutes regarding who initially reported the event and the rep discovered the motor stall recovery when the patient¿s pump was interrogated that morning. There were no environmental/external/patient factors that the rep was aware of that may have led or contributed to the motor stall and recovery. The patient experienced initial symptoms of withdrawal including nausea and increased pain. It was noted since the replacement she had been doing well with her intrathecal therapy. No further complications were reported/anticipated or expected.